Manufacturer narrative:
Sanofi company comment dated 11-aug-2023: this case involves a 93 years old female patient who became lame, haven't been able to walk, was crippled/unable to walk this past week, felt pain after 6 weeks of being injected/very very painful and unbearable (right knee) and medical device hylan g-f 20, sodium hyaluronate [synvisc one] only worked for 6 weeks instead of 6 months, injection initially worked and indicated for bakers cyst with no reported adverse event. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. However, lack of information of past and concomitant medication, any family history and any relevant medical history of patient, any concurrent conditions precludes comprehensive case assessment.

Event description:
Became lame, haven't been able to walk, was crippled/unable to walk this past week [unable to walk]. Felt pain after 6 weeks of being injected/very very painful and unbearable (right knee) [injection site joint pain] . It only worked for 6 weeks instead of 6 months, injection initially worked with no reported adverse event [loss of therapeutic response]. Synvisc one is indicated for bakers cyst with no reported adverse event [device use in unapproved indication]. Case narrative: initial information received from canada on 11-aug-2023 regarding an unsolicited valid serious case received from a patient. This case involves a 93 years old female patient who became lame, haven't been able to walk, was crippled/unable to walk this past week, felt pain after 6 weeks of being injected/very very painful and unbearable (right knee) and medical device hylan g-f 20, sodium hyaluronate [synvisc one] only worked for 6 weeks instead of 6 months, injection initially worked and indicated for bakers cyst with no reported adverse event. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On (B)(6) 2023, the patient received hylan g-f 20, sodium hyaluronate injection in her right knee 6ml once via route intra-articular (with an unknown strength, expiry date and batch number) for osteoarthritis and baker cyst (device use issue; latency: same day). Information on batch number and expiry date cannot be requested. On an unknown date in (B)(6) 2023 (latency: approximately 2 months), the patient stated it was very very painful and unbearable (right knee) and felt pain after 6 weeks of being injected (injection site joint pain). The patient stated the injection would last 6 months to 1 year, however it only worked for 6 weeks for them. Patient did not specify which joint was injected and also mentioned being unable to walk this past week. On an unknown date in aug-2023 (latency: approximately 3 months), the patient became lame and haven't been able to walk for a week but she was crippled by last week/unable to walk this past week (gait inability). On an unknown date in 2023 (latency: unknown), the patient asked why it was ineffectual for "half the time" when it only worked for 6 weeks instead of 6 months (loss of therapeutic response), and does not want to get "9 injections to cover the year. The doctor said it would last 6 months to a year injection initially worked. Action taken: not applicable for all events. Corrective treatment: cortisone and pain killers for injection site joint pain; not reported for all other events outcome: not recovered for injection site joint pain and unknown for all other events. Seriousness criteria: disability for gait inability. The reporter cannot be contacted. Additional information was received on 11-aug-2023 from patient: case was updated to serious from non-serious. New event (device use issue) added. Suspect dose and indication added. Verbatim of event gait inability updated. Verbatim, linking and outcome of event injection site pain updated. Clinical course updated. Text was amended accordingly.

Event description:
Became lame, haven't been able to walk, was crippled/unable to walk this past week [unable to walk]. Felt pain after 6 weeks of being injected/very very painful and unbearable (right knee) [injection site joint pain] . It only worked for 6 weeks instead of 6 months, injection initially worked with no reported adverse event [loss of therapeutic response]. Synvisc one is indicated for bakers cyst with no reported adverse event [device use in unapproved indication]. Case narrative: initial information received from canada on 11-aug-2023 regarding an unsolicited valid serious case received from a patient. This case involves a (B)(4) years old female patient who became lame, haven't been able to walk, was crippled/unable to walk this past week, felt pain after 6 weeks of being injected/very very painful and unbearable (right knee) and medical device hylan g-f 20, sodium hyaluronate [synvisc one] only worked for 6 weeks instead of 6 months, injection initially worked and indicated for bakers cyst with no reported adverse event. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On (B)(6) 2023, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) in her right knee 6ml once via route intra-articular (with an unknown expiry date and batch number) for osteoarthritis and baker cyst (device use issue; latency: same day). Information on batch number and expiry date cannot be requested. On an unknown date in (B)(6) 2023 (latency: approximately 2 months), the patient stated it was very very painful and unbearable (right knee) and felt pain after 6 weeks of being injected (injection site joint pain). The patient stated the injection would last 6 months to 1 year, however it only worked for 6 weeks for them. Patient did not specify which joint was injected and also mentioned being unable to walk this past week. On an unknown date in (B)(6) 2023 (latency: approximately 3 months), the patient became lame and haven't been able to walk for a week but she was crippled by last week/unable to walk this past week (gait inability). On an unknown date in 2023 (latency: unknown), the patient asked why it was ineffectual for "half the time" when it only worked for 6 weeks instead of 6 months (loss of therapeutic response), and does not want to get "9 injections to cover the year. The doctor said it would last 6 months to a year injection initially worked. Action taken: not applicable for all events. Corrective treatment: cortisone and pain killers for injection site joint pain; not reported for all other events. Outcome: not recovered for injection site joint pain and unknown for all other events. Seriousness criteria: disability for gait inability. A product technical complaint (ptc) was initiated on 11-aug-2023 for synvisc one (batch number: unknown) with global ptc number (B)(4). The sample was not available and ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp 15aug23). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi will continue to monitor complaints and trending as product event handling to determine if a CAPA is required. The final investigation was completed on 30-aug-2023 with summarized conclusion as no assessment possible. The reporter cannot be contacted. Additional information was received on 11-aug-2023 from patient: case was updated to serious from non-serious. New event (device use issue) added. Suspect dose and indication added. Verbatim of event gait inability updated. Verbatim, linking and outcome of event injection site pain updated. Clinical course updated. Text was amended accordingly. Additional information was received on 11-aug-2023 from quality department: ptc details with global ptc number with suspect strength added. Text was amended accordingly. Additional information was received on 29-aug-2023 from quality department: ptc details with summarized conclusion added. Text was amended accordingly. Additional information was received on 30-aug-2023 from quality department: ptc details updated. Text was amended accordingly.

Event description:
Became lame, haven't been able to walk, was crippled/unable to walk this past week [unable to walk] felt pain after 6 weeks of being injected/very painful and unbearable (right knee) [injection site joint pain] it only worked for 6 weeks instead of 6 months, injection initially worked with no reported adverse event [loss of therapeutic response] synvisc one is indicated for bakers cyst with no reported adverse event [device use in unapproved indication] case narrative: initial information received from canada on 11-aug-2023 regarding an unsolicited valid serious case received from a patient. This case involves a 93 years old female patient who became lame, haven't been able to walk, was crippled/unable to walk this past week, felt pain after 6 weeks of being injected/very painful and unbearable (right knee) and medical device hylan g-f 20, sodium hyaluronate [synvisc one] only worked for 6 weeks instead of 6 months, injection initially worked and indicated for bakers cyst with no reported adverse event. The patient's past medical history, medical treatment(s), concomitant medication, vaccination(s) and family history were not provided. On (B)(6) 2023, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) in her right knee 6ml once via route intra-articular (with an unknown expiry date and batch number) for osteoarthritis and baker cyst (device use issue; latency: same day). Information on batch number and expiry date cannot be requested. On an unknown date in (B)(6) 2023 (latency: approximately 2 months), the patient stated it was very painful and unbearable (right knee) and felt pain after 6 weeks of being injected (injection site joint pain). The patient stated the injection would last 6 months to 1 year, however it only worked for 6 weeks for them. Patient did not specify which joint was injected and also mentioned being unable to walk this past week. On an unknown date in (B)(6) 2023 (latency: approximately 3 months), the patient became lame and haven't been able to walk for a week but she was crippled by last week/unable to walk this past week (gait inability). On an unknown date in 2023 (latency: unknown), the patient asked why it was ineffectual for "half the time" when it only worked for 6 weeks instead of 6 months (loss of therapeutic response), and does not want to get "9 injections to cover the year. The doctor said it would last 6 months to a year injection initially worked. Action taken: not applicable for all events. Corrective treatment: cortisone and pain killers for injection site joint pain; not reported for all other events outcome: not recovered for injection site joint pain and unknown for all other events. Seriousness criteria: disability for gait inability a product technical complaint (ptc) was initiated on 11-aug-2023 for synvisc one (batch number: unknown) with global ptc number (B)(4). The sample was not available and ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp 15aug23). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi will continue to monitor complaints and trending as product event handling to determine if a CAPA is required. The final investigation was completed on 30-aug-2023 with summarized conclusion as no assessment possible. The reporter cannot be contacted. Additional information was received on (B)(6) 2023 from patient: case was updated to serious from non-serious. New event (device use issue) added. Suspect dose and indication added. Verbatim of event gait inability updated. Verbatim, linking and outcome of event injection site pain updated. Clinical course updated. Text was amended accordingly. Additional information was received on 11-aug-2023 from quality department: ptc details with global ptc number with suspect strength added. Text was amended accordingly. Additional information was received on 29-aug-2023 from quality department: ptc details with summarized conclusion added. Text was amended accordingly. Additional information was received on 30-aug-2023 from quality department: ptc details updated. Text was amended accordingly. Based on information previously received, the following information has been amended. The expected side effect filed in device subtab from "yes" to "blank".